Event description:
The manufacturer received information from patient's husband alleging choking when exhaling while using a utn mask. The device has not been retrieved from the patient. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information from patient's husband alleging choking when exhaling while using a utn mask. The device has not been retrieved from the patient. No medical intervention was required by the patient. Corrections included in the pr include box b updating to product problem and box h: health impact. Also, the device has not yet been returned to the manufacturer for evaluation. Three attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.